Event description:
Attorney advised a patient with previous work related injury, underwent a fusion procedure at l4-l5, l5-s1 with click 'x. X-ray taken 4 years post implant showed a right locking cap had come off. Patient was diagnosed with pseudoarthrosis at l4-l5 with an adjacent level bulge at l3-l4 and underwent removal of hardware, revision and exploration of l4-l5 and decompression and fusion of l3-l4.

Manufacturer narrative:
Lot#: this information has not been provided. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.